Event description:
Pt s/p coronary artery bypass graft x 4 1/27/1999. On 1/28/1998, pt. Was sitting up and suddenly had large amount of blood dump into chest tubes, then went into full cardiac arrest. The chest was opened immediately, open compressions of heart begun, and surgeon noted proximal graft pulled away from aorta. Pt taken to or where cardiac surgeon noted a suture was broken. Attempts to resuscitate pt unsuccessful and pt died.